Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012464009 was returned and analyzed. Visual inspection of the shaft and handle area identified a kink at the side port tube. The insertion of the guidewire into the dilator was performed, there was a feeling of obstruction at the tip of the dilator, and it was hard to insert it. Further inspection under a microscope identified a dilator tip damage. In conclusion, the sheath did not pass returned product inspection due to a kink observed on the side port tube and dilator tip damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when an attempt was made to insert the sheath through the groin, the guidewire got caught at the tip of the dilator and could not be inserted. Although an attempt was made to insert the guidewire from the contralateral side of the dilator, there was a sensation of it getting clogged at the tip of the dilator, and it was still not possible to insert it, so the product was replaced. After the replacement, treatment proceeded without any problems and the case was completed successfully. No patient complications have been reported as a result of this event.